Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit powers on by itself. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer stated the unit powered up when they connected the power cord to an outlet and there was no alternating current (ac) power or battery power since it was depleted. The customer tried to use a different battery and the unit powered with the 24v (volt) in the pneumatics screen showing zero after replacing the power cord. The remote service engineer (rse) advised the replacement of the power supply. The rse provided the customer with the part number of the power supply.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.